Event description:
A breast biopsy attempt was made using the en-bloc system. The first and second probes used resulted in broken wires (no tissue obtained). Physician aborted case. Incision site closed per standard procedure.